Event description:
It was reported that during the implant procedure, the physician was unable to engage the wrench in the setscrew in the header of the cardiac resynchronization therapy pacemaker (crt-p). The device was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had a damaged rv connector setscrew block. The returned device indicated a damaged rv grommet with foreign material (fm). The returned device indicated a loose/detached rv set screw with damaged head, damage threads and fm on the threads. If information is provided in the future, a supplemental report will be issued.